Event description:
It was reported that patient underwent a procedure utilizing a flexible reamer on (B)(6), 2012. During the procedure, the tip of the reamer fractured in the patient's distal femur. The femur was exposed and the fractured piece was retrieved.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Both the manufacturer report number and attached user facility report are for the same patient, part number and event. User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device, it was relayed that device is available for on site evaluation only. The evaluation results provided in the attached user facility medwatch are from the hospital's internal biomedical department. Only photos of the device have been provided to the manufacturer for evaluation.